Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, bent frame. Both seat rails are bent won't fit h blocks both rear wheels the bearings are squeaking. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the cross brace was in good condition, but the seat rails were bent such that they did not align with the h-blocks correctly. The seat upholstery sagged due to the bent seat rails. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the tracer ex2 wheelchair of having bent seat rails. Complaint of "seat rails bent " was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, bent frame. Both seat rails are bent won't fit h blocks both rear wheels the bearings are squeaking. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the cross brace was in good condition, but the seat rails were bent such that they did not align with the h-blocks correctly. The seat upholstery sagged due to the bent seat rails. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the tracer ex2 wheelchair of having bent seat rails. The dealer stated the chair arrived with both seat rails bent out of box.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the chair arrived with both seat rails bent out of box.